Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-20608. The patient received two leads with the same lot number. It was reported, the patient has been without stimulation and the scs system stopped working in (B)(6) 2013. The ipg is still communicating and all impedances are within normal limits. The patient could not feel stimulation on any contacts with amplitude up to 25ma. Fluoroscope testing was not conclusive of lead migration or fracture. Follow-up identified the ipg and leads were reviewed again under fluoroscope with no visible defects. The patient has opted to have the system explanted at a future date. The devices will be returned for analysis.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.